Event description:
It was reported that there was low flow alarm at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The report of low flow alarms was unable to be confirmed as no log files were submitted, and a specific cause for the reported alarms could not be conclusively determined through this evaluation. The customer reported that no further information is available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient came into the hospital with ventricular tachycardia (vt) that was persistent and unable to break. The medical team tried a stellate ganglion block, but it did not resolve the issue. The patient did have an implantable cardioverter-defibrillator (ICD) and was shocked many times. The patient was not able to be listed as candidate for transplant due to marijuana use. The family decided to withdraw support and the patient passed on (B)(6)2023.

Manufacturer narrative:
The first incidence of arrhythmia was reported under MFR 2916596-2023-01438.   No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.